Event description:
It was reported that, "the surgeon was cementing a total knee when he noticed two small black fibers in the bone cement. He pulled those out and set them aside. He than saw another one when he was cementing femur. Black fibers were sent to pathology.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Hospital lost the specimen. If additional info becomes available, it will be submitted in a supplemental report.